Event description:
A distributor, employee of intuvie, received a call from patient j.j. Who stated they think the pump is leaking from the bottom right where the tubing is and is the side coming towards the patient. We clamped the line and turned off the pump. Patient will follow the spill kit instructions provided by the facility then contact them asap. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.